Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin pump received hardware low level failures. Customer's blood glucose value was unknown. Customer stated that they performed self test but insulin pump error alarm was occurred, so self-test was performed again, the alarm occurred. The customer was assisted with troubleshooting. Device will be returned for the analysis.

Manufacturer narrative:
Device passed self test and displacement test. Pump error 63 alarm confirmed in the device history due to broken pin trace on keypad assembly.